Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller stated the customer had high blood glucose for a week and now he is in the intensive care unit, ICU, for diabetic ketoacidosis, dka. The caller is attributing the high blood glucose levels which led to the hospitalization to e-3 automatic off and e-6 mechanical errors. The pump was not able to deliver insulin when the e-3 automatic off and e-6 mechanical errors persisted, so he was not getting the insulin he needed. A request was made for the return of the device.

Manufacturer narrative:
Contamination of the cartridge compartment lead to corrosion and as consequence to the blockage of the drive unit. The blockage had been notified by several e6 error messages.